Event description:
Info received indicates, the head section will not go up or down.

Manufacturer narrative:
The tech found the CPR lever was pushed under the plastic cover on the lower portion of the bed, thus engaging the CPR. The tech adjusted the CPR linkage and tightened the cover to repair the bed.